Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. During the investigation, a potential risk of s5 was assigned to the reported failure. The reported issue was further investigated under a non-conformance. The affected product was scrapped by heartsine and the customer was provided with a replacement devices.

Event description:
The customer contacted heartsine to report that they had received a shipment of pad-paks missing battery covers. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Supplemental report filed to clarify information previously submitted. The shipment included 12 pad-paks with missing battery covers.

Event description:
The customer contacted heartsine to report that they had received a shipment of pad-paks missing battery covers. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. The shipment included 12 pad-paks with missing battery covers.